Event description:
It was reported that pump displayed malfunction alarm malf 12 with non-resettable fault, and prior notable events were marked as not applicable while caller declined to provide blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of in-warranty replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.